Manufacturer narrative:
Block b3: exact date unknown, event occurred between 12sep2023 and 25sep2023.

Event description:
It was reported that during a post-implant follow up, the patient mentioned to their physician they experienced a fall. Imaging taken confirmed the superion indirect decompression (ID) spacer was dislodged from its original position per the physicians assessment and noted the fall was accidental and not device related. The patient underwent a procedure where the ID spacer was repositioned to its correct position. The patient did well post-operatively.